Event description:
It was further reported that the incident took place during the inspection of filled medication cassettes. There was no patient involvement.

Manufacturer narrative:
Updated b3 - date of event, b5 for health effect - impact code. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were particles in the infusion bag of the medication cassette. Patient involvement is unknown.

Manufacturer narrative:
H2) additional information: additional information was received. The customer indicated there were 12 affected devices however they did not provide any photos or samples to verify this information.